Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was returned. Visual analysis was performed. The reported leak and tear/puncture were confirmed. The difficulty advancing was not tested due to the condition of the device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation determined that the reported difficulties were likely due to case related circumstances. The resistance, tear in shaft and leak were likely the result of challenging anatomical conditions. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.na

Event description:
It was reported that the procedure was performed to treat a de novo lesion with chronic total occlusion in the heavily calcified, mildly tortuous, 100% stenosed right anterior tibial artery. After placement of the 1.5x20mm armada 14 xt percutaneous transluminal angioplasty (pta) catheter, the guide wire was exchanged for a hi torque winn 200t, 300cm guide wire. During advancement, the guide wire met resistance negotiating the natural curve of the proximal anterior tibial artery while pushing through the armada catheter and punctured the catheter. Although the catheter was not inflated at any time, blood was observed in the inflation lumen and the hub. New devices were used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.